Manufacturer narrative:
The device was returned for analysis. Blood and residue was visible in the balloon. The distal tip was pulled proximally into the distal balloon folds and deformed. The device failed negative prep. A longitudinal tear was observed on the balloon working length. The balloon material was jagged and uneven along the length of the tear site. (B)(4).

Event description:
It was reported that the physician was attempting to use a euphora rx balloon to pre-dilate a moderately calcified and mildly tortuous mid lad lesion exhibiting 90% stenosis. No damage was noted to the device packaging and no issues were noted when removing the devices from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion had not been previously pre-dilated. During the procedure, the device did not pass through a previously deployed stent. No resistance was encountered during delivery and no excessive force was used. Device was not moved during dilation. It was reported that a burst / leak / rupture occurred during initial balloon inflation when inflated to 14atm for 5sec. It is reported that pressure could not be applied from the start. No patient injury reported.